Event description:
It was reported that during an arthroscopic procedure on the knee, the metal tip of the unit came off into the joint of the pt. This resulted in a 30 minute delay in the procedure. It was further reported that the tip was retrieved and the procedure was completed successfully. An x-ray was taken to ensure that nothing remained in the pt.

Manufacturer narrative:
The product was returned for investigation. The reported failure was confirmed. A review of the device history recorded for the affected product/lot number combination was conducted. No discrepancies were observed. The nonconformance history of the product/part number combination was reviewed. A nonconformance was generated to address difficulties in the mfg process involving the ceramic and electrode portions of the product. Both components on the returned product were inspected. Both components were within their respective specifications. The most likely root cause of the reported failure, based on the artifacts observed on the returned product, can be traced to the mfg process for the product. A corrective action has been initiated to address the reported failure mode. In sum, the customer complaint was confirmed. The failure mode will be monitored for future recurrence.